Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg is nearing end of life. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Correction b5: per the additional information received, this event no longer meets the reportability criteria.

Event description:
It was reported that the incorrect patient information was submitted with the original event description. It was found that the device has reached its expected longevity.